Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: not performed because records were not provided for review. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as the returned device, pre- and post-operative x-rays, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient was revise on a right hip due to loose cup followed by a pelvic fracture.

Event description:
It was reported that patient was revise on a right hip due to loose cup followed by a pelvic fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.